Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during a robotic colostomy procedure, the device did fire but the surgeon said the bottom row of staples did not form. She robotically sewed the anastomosis. There were no adverse consequences for the patient.